Manufacturer narrative:
The affected device, savina 300, was examined on site by dräger service and the log file was made available for further investigation at the manufacturer¿s site. The log file analysis showed that there was a device shut down on 25.04.2024 due to a lack of power supply. The high-flow-oxygen therapy that was active at this time was therefore interrupted but continued automatically at 12:02 p.m. After the device was restarted on the mains. Contrary to what was reported by the user, the log file shows successive alarm messages that indicated the decreasing remaining capacity of the internal battery after the device alarmed the activation of the internal battery at 11:55 a.m.. The device was not equipped with an external battery. During the discharge process, the device displays successive alarm messages from "internal battery activated" to "internal battery low" to "internal battery discharged" with increasing priority. When the battery is completely discharged, the device switches off and an audible power failure alarm is generated for at least 2 minutes. If ventilation is active at this time, the pneumatic system opens, reducing the airway pressure to ambient pressure and allowing the patient to breathe spontaneously. The device has batteries with lead-gel technology. Batteries of this type are particularly suitable for use as a backup battery. If these batteries are used in irregular alternating operation, e.g., in intra-hospital transport, the service life is shorter due to the technology. The internal battery of the affected device was replaced by dräger service as part of the upcoming maintenance and the device was successfully tested in accordance with the manufacturer's specifications. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported by the user that the device "with a fully charged battery and the "high flow" program simply went off on the way to the cardiac catheter in front of the elevator without raising an alarm. Black screen. The power was disconnected for a maximum of 10 minutes at this point." No patient health consequences were reported.